Event description:
Boston scientific received info that a pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) from (B)(6) was seen in a clinic in (B)(6). Initial interrogation noted the sensing was in the secondary vector and there was a very small signal. A review of recorded episodes noted that therapy was delivered as a result of oversensing. These episodes were recorded when the device had been programmed in the primary vector. When the device had been changed to the secondary vector, no more inappropriate shocks were delivered. Testing was performed and the signals were almost non-existent in the alternate vector but were correct in the primary and secondary vectors. The automatic set-up selected the secondary vector with a gain of 2x which was then programmed into the device. Exercise testing was performed and a small amount of undersensing was noted while increasing frequencies but no oversensing was observed. Further testing was performed to induce non-sustained ventricular tachycardia (vt) and supraventricular tachycardia (svt). Once again, some undersensing was noted due to the adjustment of the gain. No other issues were noted. It is assumed that the changing of the vector to secondary was the reason the inappropriate therapy delivery ended. The s-ICD remains implanted and in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.